Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was admitted into the emergency room on (B)(6) 2023, and was subsequently admitted into the intensive care unit (ICU), due to occlusions. The customer reported ketones, however, did not recall the blood glucose level (bg), or reported ketone level. The customer attempted to address the blood glucose level via manual insulin injection. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and there was no permanent damage. The customer declined follow up from tandem technical support to obtain the hospital release date. Tandem technical support performed a system check, and the pump was performing as expected. Reportedly, the customer continued to use the pump for insulin therapy, and has manual insulin injections if needed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.